Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a peripheral angiography interventional procedure using an 8f sheath. Reportedly, a cuff miss occurred. The device was removed and discarded. Then another proglide was attempted but experienced an unspecified failure. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Device analysis of the second proglide used noted that the plunger was returned removed from the device, both needle tips were engaged with both cuffs. The suture was cut 2.5 cm from the swage end of the posterior needle tip. The suture was returned removed from the device. The knot and loop were properly formed, and the knot was fully advanced and tightened. Follow-up with the account was performed; however, the account was unable to confirm the damage noted to the second proglide. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The insufficient information was observed as failure to fire suture. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a firing/ deployment problem include, but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is being filed under a separate medwatch report number.